Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The lead was returned with the helix fully retracted. Helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during device preparation it was not possible to normally turn around the screw of the implantable pacing lead. The lead was exchange and replaced. The lead was not used within patient's anatomy. No patient complications have been reported as a result of this event.